Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting high out of range shock impedance measurements, measuring greater than 125 ohms. This observation has been occurring since (B)(6) 2017. Boston scientific technical services (ts) recommended clearing the alert and setting the daily measurement upper value to 150 ohms and continue to monitor. If the impedances are to increase greater than 150 ohms, it is recommended that the lead is revised. No adverse patient effects were reported.